Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, the patient underwent a removal surgery of the tfna long nail. After extracting an end cap, the surgeon tried to attach the extractor to the nail, but it took some time since the surgeon had a difficulty in attaching. Although it took time in attaching, the surgeon succeeded in attaching the extractor to the nail and could extract the nail eventually. The surgery was completed successfully within 30 minutes delay. The surgeon asked the sales rep that the short tip of the extractor might make it difficult to attach to the nail, and the sales rep explained that the tip of the extractor was short because a nail has a locking mechanism. The surgeon also asked if it was difficult to attach the extractor because the thread on the extractor was short. No further information is available. This complaint involves one (1) device extract-instr f/nails cann. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Vdepuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.037.032. Lot: 9674047. Manufacturing site: selzach. Supplier: synthes gmbh. Release to warehouse date: 05 nov 2015. Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the extract-instr f/nails cann was worn from the threads of the distal tip. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection, it was determined that the reusable instrument device was worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the extract-instr f/nails cann would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.